Event description:
Home patient (hp) reports solution bag on heater line of homechoice set disconnected in dwell 2/4 and hp re-spiked bag to same line during apd treatment. Hp then discontinued treatment. No patient injury or medical intervention was reported.